Manufacturer narrative:
A request for patient demographics had been requested. However, no additional information was received. Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that thermal burn occurred during cataract surgery on a patients unknown eye. The procedure was successfully completed with backup, corneal incision 2 4mm. No surgical intervention was required. There was no patient injury. The patient was prescribed rinderon and diamox. It was stated that the patient is recovering postoperatively. Intraocular pressure had temporarily been slightly high, but it is decreasing. No other information was provided.